Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The device was replaced. No patient complications were reported in relation to this event. Additional information was requested, however, it was not provided.